Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: pump drive unit malfunction

Event description:
Major pump unit(s) involved: blood pump. Additional text: xve device cause bowel obstruction - pump exchanged to hmii specific component(s) involved: pump drive unit malfunction. Additional text: xve exchanged to hmii due to bowel obstruction. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump.